Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to fish out tampon- vagina [foreign body in reproductive tract]. String came out of tampon [device breakage]. String came out of tampon when removing, retained [complication of device removal]. Uncomfortable- vagina [vulvovaginal discomfort]. Removing tampon was uncomfortable [medical device site discomfort]. Case description: consumer reported via e-mail that the string came out when removing tampons. No serious injury was reported.